Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead warning was triggered. The impedence is low, and unipolar is measuring higher than bipolar. A potential lead insulation breech is suspected. The lead remains in use. No patient complications were reported as a result of this event.